Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the reader failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as dizziness, disoriented, lack of strength, headache, loss of consciousness and was unable to self-treat. The customer was provided with sugary food and drinks by non-healthcare professional for treatment. It was noted that the customer usually took paracetamol 1g for headache. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Reminder was set to test if it functions properly and it was observed that reminder functions properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the reader failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as dizziness, disoriented, lack of strength, headache, loss of consciousness and was unable to self-treat. The customer was provided with sugary food and drinks by non-healthcare professional for treatment. It was noted that the customer usually took paracetamol 1g for headache. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Reminder was set to test if it functions properly and it was observed that reminder functions properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. This serves as a correction report. Section(s) updated as follows: section b5 (describe event or problem) was updated as non-reportable. Section h6 (type of investigation) was updated to add b14 analysis of production records. Section h6 (component code) was updated to add g07001 part/component/sub-assembly term not applicable. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer had initially reported that the low glucose alarm had failed to alarm when they were hypoglycemic. During troubleshooting, it was found that the customer was using a freestyle libre device. The freestyle libre device does not have the high/low glucose alarm function, and the customer was informed of this during the troubleshooting process. The device in question was returned by the customer and received by adc, and it was confirmed upon investigation of the physical device that the customer was using a freestyle libre device. Based on the return of the device in question, there is no indication that the adc device failed to function as intended. Therefore, based on the information provided, there is no indication that an adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Reminder was set to test if it functions properly and it was observed that reminder functions properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. This serves as a correction report. Section(s) updated as follows: section b5 (describe event or problem) was updated as non-reportable. Section h6 (type of investigation) was updated to add b14 analysis of production records. Section h6 (component code) was updated to add g07001 part/component/sub-assembly term not applicable. Section g3 (date received by mfg) was updated to 6/2/2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer had initially reported that the low glucose alarm had failed to alarm when they were hypoglycemic. During troubleshooting, it was found that the customer was using a freestyle libre device. The freestyle libre device does not have the high/low glucose alarm function, and the customer was informed of this during the troubleshooting process. The device in question was returned by the customer and received by adc, and it was confirmed upon investigation of the physical device that the customer was using a freestyle libre device. Based on the return of the device in question, there is no indication that the adc device failed to function as intended. Therefore, based on the information provided, there is no indication that an adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the reader failed to alarm when their glucose level was low and as a result, the customer experienced symptoms described as dizziness, disoriented, lack of strength, headache, loss of consciousness and was unable to self-treat. The customer was provided with sugary food and drinks by non-healthcare professional for treatment. It was noted that the customer usually took paracetamol 1g for headache. There was no report of death or permanent impairment associated with this event.